Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized for the event and pd therapy was discontinued. The patient was treated with unspecified antibiotics (further details not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. It was reported that the patient was switched to haemodiafiltration and their peritoneal catheter was removed. No additional information is available.